Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/17/2016. The fse found a leak from the white blood cell (wbc) bath overflowing. He observed that the check valve in the drain pathway was old and had a buildup causing the improper draining of the wbc bath. He replaced the faulty check valve which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedure. (B)(6).

Event description:
The customer reported a clear fluid leak of approximately 2 ml from the ac*t diff instrument. The leak was not contained within the instrument. The customer was running controls when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.